Event description:
It was reported the programmer does not register the analyzer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Analyzer operation does not work; when it is selected, programmer displays a system error. No stylus pen came with the programmer.